Event description:
It was reported that a patient presented remotely via merlin.net transmission. There was an unspecified issue with the patient's lead. It was unspecified which lead, right atrial or right ventricular lead that had this issue. The right atrial lead is a competitor product. The doctor was not certain if the patient would require a new lead. An old capped lead was reconnected to the device. The issue was resolved. No further information is available.